Event description:
It was reported that an ilet user experienced a low glucose episode to 69 mg/dl, treated it with an unannounced meal to avoid going lower, then experienced subsequent hyperglycemia to 230 mg/dl followed by another low of 62 mg/dl, consistent with overtreatment of hypoglycemia. Symptoms included hypoglycemia with anxiety and shaking/tremors as well as hyperglycemia with associated lethargy. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Education was provided to treat lows with 5¿15 g of fast-acting sugar and to wait 15 minutes before additional treatment.